Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified sign of use and all shims were missing ball bearing. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right knee arthroplasty. Two radio-opaque foreign bodies as noted. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02047; 0001822565-2023-02049.

Event description:
It was reported that during a knee surgery, the surgeon used three total tasp shims for trialing. No one noticed anything come out during the case. However, when the patient returned to the office for regular follow up, x-rays showed a ball bearing in the posterior aspect of the knee and the spring is in the lateral gutter. The patient and knee are both doing great. The staff was educated on proper cleaning process (staff was using ultrasonic cleaning method). There is no planned revision to remove the foreign body.